Manufacturer narrative:
The device inspection by (B)(6) also found followings; there was a gap in the adhesive of the bending section rubber. There was a crease on the connecting tube. The objective lens was cracked. The connector was corroded. The switch on the control body did not work due to a failure of the printed circuit board. The control body cover was deformed. Leakage was confirmed from the forceps elevator. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual describes the detection method of the reported failure mode and method of reducing the occurrence. Based on the inspection results by (B)(6) and investigation results of similar events in the past, olympus medical systems corp. (Omsc) assumed that the reported event was caused by followings; physical stress. Chemical stress. Storage environment. Aged deterioration. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) and found that the light guide lens was cracked and the inside was dirty. There was no report of patient injury associated with this event.